Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), allergy to metals ("developed nickel allergy") with rash, migraine ("chronic migraines"), weight increased ("weight gain") and abdominal distension ("swelling and bloating"). The patient was treated with surgery (abdominal lysis of adhesions laparoscopy and laparoscopic removal of essure inserts). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, back pain, allergy to metals, migraine, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, genital haemorrhage, migraine and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent an abdominal lysis of adhesions laparoscopy and laparoscopic removal of essure inserts. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("irregular bleeding /abnormal bleeding") and autoimmune thyroiditis ("hashimoto") in a 34-year-old female patient who had essure (batch no. B26270) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism, gravida I, parity 1, prenatal care from october 2011 to 24-jun-2012, knee injury, knee operation in 2006, knee pain, acromioclavicular separation, de quervain's tenosynovitis, shoulder pain, shoulder sprain, pregnancy, osteoarthrosis, thyroid disorder, blood transfusion in 1979, cesarean section in 2008, term birth in (B)(6) 2012 and hernia repair. Previously administered products included for contraception: ortho-novum from 2004 to december 2013; for an unreported indication: hyalgan injections from 2006 to 5-jul-2018, synthroid from 2010 to 5-jul-2018 and prenatal vitamins from october 2011 to june 2012. Concurrent conditions included obesity, drug allergy (nausea and vomiting), menses irregular and water retention. Family history included thyroid disorder (father, paternal grand mother), hypertension (mother, maternal grand mother, paternal grandfather), emphysema (paternal grandfather) and alzheimer's disease (paternal grand mother). Concomitant products included diazepam (valium) since (B)(6) 2013, ibuprofen (motrin) from august 2013 to september 2013, ibuprofen from august 2013 to september 2013, naproxen sodium (aleve) from 2013 to 2016, osteo bi-flex since 2015 and thomapyrin n (excedrin migraine) from 2013 to 2016. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). In (B)(6) 2013, the patient experienced weight increased ("weight gain / weight gain /46 pound gain from insertion to removal") and abdominal distension ("swelling and bloating"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced allergy to metals ("developed nickel allergy / nickel allergy") with dermatitis allergic, migraine ("chronic migraines / migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant) and back pain ("lower back pain"). The patient was treated with topiramate (topamax) and surgery (abdominal lysis of adhesions laparoscopy and laparoscopic removal of essure/ salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, autoimmune thyroiditis, back pain, allergy to metals, weight increased, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea, alopecia and pelvic pain outcome was unknown, the genital haemorrhage, migraine and abdominal distension had resolved and the dyspareunia and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, autoimmune thyroiditis, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent an abdominal lysis of adhesions laparoscopy and laparoscopic removal of essure inserts. How long the nickel spot continue to show up after removal. My first nickel pox marks show up again. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Hsg x ray technician told me that the tubes looked to be blocked. Cervical high risk human papillomavirus (hpv) dna test positive. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("irregular bleeding /abnormal bleeding") and autoimmune thyroiditis ("hashimoto") in a 34-year-old female patient who had essure (batch no. B26270) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, gravida I, parity 1, prenatal care from (B)(6) 2012, knee injury, knee operation in 2006, knee pain, acromioclavicular separation, de quervain's tenosynovitis, shoulder pain, shoulder sprain, pregnancy, osteoarthrosis, thyroid disorder, blood transfusion in 1979, cesarean section in 2008, term birth in (B)(6) 2012 and hernia repair. Previously administered products included for contraception: ortho-novum from 2004 to (B)(6) 2013; for an unreported indication: hyalgan injections from (B)(6) 2018, synthroid from (B)(6) 2018 and prenatal vitamins from (B)(6) 2012. Concurrent conditions included obesity, drug allergy (nausea and vomiting), menses irregular, water retention and nickel sensitivity. Family history included thyroid disorder (father, paternal grand mother), hypertension (mother, maternal grand mother, paternal grandfather), emphysema (paternal grandfather) and alzheimer's disease (paternal grand mother). Concomitant products included () since 2015, acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) from 2013 to 2016, diazepam (valium) since (B)(6) 2013, ibuprofen (motrin) from (B)(6) 2013, ibuprofen from (B)(6) 2013 and naproxen sodium (aleve) from 2013 to 2016. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / weight gain /46 pound gain from insertion to removal") and experienced abdominal distension ("swelling and bloating"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2014, the patient experienced allergy to metals ("developed nickel allergy / nickel allergy") with dermatitis allergic, migraine ("chronic migraines / migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), back pain ("lower back pain") and abdominal pain lower ("right lower quadrant"). The patient was treated with topiramate (topamax) and surgery (abdominal lysis of adhesions laparoscopy and laparoscopic removal of essure/ salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, autoimmune thyroiditis, back pain, allergy to metals, weight increased, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea, alopecia, pelvic pain and abdominal pain lower outcome was unknown, the genital haemorrhage, migraine and abdominal distension had resolved and the dyspareunia and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, autoimmune thyroiditis, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent an abdominal lysis of adhesions laparoscopy and laparoscopic removal of essure inserts. How long the nickel spot continue to show up after removal. My first nickel pox marks show up again. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Hsg x ray technician told me that the tubes looked to be blocked. Cervical high risk human papillomavirus (hpv) dna test positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2018: plaintiff fact sheet received, new reporter and event right lower quadrant were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("irregular bleeding /abnormal bleeding") and autoimmune thyroiditis ("hashimoto") in a (B)(6) year-old female patient who had essure (batch no. B26270) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism, gravida I, parity 1, prenatal care from (B)(6) 2011 to (B)(6) -2012, knee injury, knee operation in 2006, knee pain, acromioclavicular separation, de quervain's tenosynovitis, shoulder pain, shoulder sprain, pregnancy, osteoarthrosis, thyroid disorder, blood transfusion in 1979, cesarean section in 2008, term birth in (B)(6) 2012 and hernia repair. Previously administered products included for contraception: ortho-novum from 2004 to (B)(6) 2013; for an unreported indication: hyalgan injections from 2006 to (B)(6) 2018, synthroid from 2010 to (B)(6) 2018 and prenatal vitamins from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included obesity, drug allergy (nausea and vomiting), menses irregular and water retention. Family history included thyroid disorder (father, paternal grand mother), hypertension (mother, maternal grand mother, paternal grandfather), emphysema (paternal grandfather) and alzheimer's disease (paternal grand mother). Concomitant products included diazepam (valium) since (B)(6) 2013, ibuprofen (motrin) from (B)(6) 2013 to (B)(6) 2013, ibuprofen from (B)(6) 2013 to (B)(6) 2013, naproxen sodium (aleve) from 2013 to 2016, osteo bi-flex since 2015 and thomapyrin n (excedrin migraine) from 2013 to 2016. In 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). In (B)(6) 2013, the patient experienced weight increased ("weight gain / weight gain /46 pound gain from insertion to removal") and abdominal distension ("swelling and bloating"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced allergy to metals ("developed nickel allergy / nickel allergy") with dermatitis allergic, migraine ("chronic migraines / migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant) and back pain ("lower back pain"). The patient was treated with topiramate (topamax) and surgery (abdominal lysis of adhesions laparoscopy and laparoscopic removal of essure/ salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, autoimmune thyroiditis, back pain, allergy to metals, weight increased, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea, alopecia and pelvic pain outcome was unknown, the genital haemorrhage, migraine and abdominal distension had resolved and the dyspareunia and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, autoimmune thyroiditis, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent an abdominal lysis of adhesions laparoscopy and laparoscopic removal of essure inserts. How long the nickel spot continue to show up after removal. My first nickel pox marks show up again. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Hsg x ray technician told me that the tubes looked to be blocked. Cervical high risk (B)(6) dna test positive, most recent follow-up information incorporated above includes: on 1-feb-2018: pfs received - new events, "abnormal bleeding(vaginal), abnormal bleeding (menorrhagia), hashimoto's, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, pain" were added. Lot number was added. New reporter were added. Historical and concomitant condition and treatment medication were added. Lab data was added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.